Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under and around the therapy electrode pads on her back. The area was described as raised and bumpy, but not open. Patient reported getting a tingling sensation under back therapy pad in between the shoulder blades. There was no alleged device malfunction contributing to the irritation. Patient was told to use cortisone cream by a nurse. Follow up indicated that the irritation is gone.